Event description:
It was reported to boston scientific corporation that a zero tip nitinol sone retrieval basket was used in a flexible ureteroscopy and laser lithotripsy procedure to treat a patient with renal stones (patient identifier, age, sex, and weight unknown). According to the complainant, the basket broke off right at the base of the handle. No additional information is available at this time.

Manufacturer narrative:
Analysis of the returned zero tip nitinol retrieval basket revealed the basket and pull wire remained attached to the handle. All of the basket wires were present and attached. The strain reliefs (black and blue heat shrinks) and outer sheath were detached from the female luer at the distal end of the handle. The female luer component ((B)(6)) was broken. The pull wire was kinked at the distal end of the handle. Kinks were found along the outer sheath working length. With the luer held into place on the handle while actuating, the basket would open and close several times without issue while held straight and when held in a loop. Therefore, the most probable root cause for this complaint is operational/physiological context. It should also be noted that the sheath detaching from the handle is not a medwatch reportable event.

Event description:
It was reported to boston scientific corporation that a zero tip nitinol sone retrieval basket was used in a flexible ureteroscopy and laser lithotripsy procedure to treat a patient with renal stones (patient identifier, age, sex, and weight unknown). According to the complainant, the basket broke off right at the base of the handle. No additional information is available at this time.